Event description:
It was reported to nova biomedical, that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer immediately performed another test using the very same meter and stripe getting results another result of "hi." The consumer then administered insulin. Approx 45 mins later, tested again getting another blood glucose result of "hi" and administered more insulin. The consumer then experienced a hypoglycemic event which involved a phone call to the consumer's hcp who suggested he go to the hospital, which the consumer refused to do. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.